Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 996 mg/dl. The medical doctor stated that the customer changed the infusion set properly and she was not getting any insulin. Troubleshooting was done and the insulin pump passed the prime test. Nothing further.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our current knowledge. No conclusion can be drawn at this time.